Event description:
The rptr stated that back to back blood glucose tests on child's meter had results of 25, 136 and 143 mg/dl. The tests were done in rapid succession, using the same fingerstick. No symptoms were reported. Child's control solution test was 132 (96-144) in range. Child tests up to 10 times a day. Child had recently been hospitalized for ketoacidosis, and most recent hba1c was 13. The rptr stated that they check the confirmation dot for enough blood. No harm was alleged.